Event description:
It was reported that the right ventricular (rv) lead r wave has dropped and the ventricular capture threshold has increased. No changes have been made and the rv lead remains in use for continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device, have analyzed the data and there were no anomalies found.